Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms), increased thresholds and failure to capture on the right ventricular (v) channel. On (B)(6) 2023, the rv lead was re-positioned, and all measurements were within normal range. A technical service (ts) consultant was asked to review device data, noting low pacing capture at 0.1v@0.1ms. The implanted pacemaker device with this system has a premature battery depletion (pbd). Ts provided recommendations for a full system revision procedure. The device remains implanted. No adverse patient effects were reported. New information was received indicating the pacemaker device for this system was explanted. After the new device was implanted, all measurements within the rv lead were within normal range. This rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms), increased thresholds and failure to capture on the right ventricular (v) channel. On (B)(6) 2023, the rv lead was re-positioned, and all measurements were within normal range. A technical service (ts) consultant was asked to review device data, noting low pacing capture at 0.1v@0.1ms. The implanted pacemaker device with this system has a premature battery depletion (pbd). Ts provided recommendations for a full system revision procedure. The device remains implanted. No adverse patient effects were reported.